Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the syringe broke while using the bd plastipak¿ concentric luer lock syringe. The following information was provided by the initial reporter: the customer observed that the tip of the syringe was stuck in diffuser tip.

Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, the tip is observed to be damaged, appearing twisted. There is no other visible defects and the thread is correctly molded. A device history review was performed for reported lot 2011092, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure. No issues related to the reported incident were found. Based on our investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. It is possible the tip broke due to force used the engage the device.

Event description:
It was reported that the tip of the syringe broke while using the bd plastipak¿ concentric luer lock syringe. The following information was provided by the initial reporter: the customer observed that the tip of the syringe was stuck in diffuser tip.